Manufacturer narrative:
Concomitant medical products: product ID: dtmb1qq ICD, implanted: (B)(6) 2017; 459888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) post ventricular pace on the right ventricular (rv) lead. The device was re programmed and the rv lead remains in use. No patient complications have been reported as a result of this event.